Event description:
It was reported that the controller registered a controller fault and the patient underwent an elective controller exchange in the hospital. The preliminary log file analysis shows that a controller fault alarm was registered. The controller exchange required the pump to be stopped for a short period. The patient reportedly tolerated the pump stoppage well and was asymptomatic during the controller exchange. The device will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of controller fault alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a controller fault alarm occurring while ps2 was active. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a leaky diode on the automatic power switch of the controller, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.